Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via a 6f sheath. Reportedly a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath size greater than 10f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.